Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) center reported the primary display on the cns (pu-321ra sn: (B)(6) was giving a blank screen. The customer resolved the issue by reseating the vga cable and rebooting the cns. After the reboot, both displays were visible to windows but only the primary display showed the application upon launching. The second display showed the windows desktop. Investigation conclusion: the probable root cause is determined to be improper or loose connection of the vga cable. Risk analysis is not performed as the reported issue is not suspected to involve a non-conformance. The following fields are not applicable (na) to the MDR report: d4: lot # & expiration date. Additional device information: d11 & c2: concomitant medical device information. Cns was monitoring telemetry transmitters and bedside monitors, but no model or serial numbers were provided. Additional information: b4: date of this report. F6: date user facility/ importer became aware of the event. F7: type of report. F11: date report sent to FDA. F13: date report sent to manufacturer. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer reported that the one of the dual displays on the central nurse's station (cns) had failed while monitoring patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the one of the dual displays on the central nurse's station (cns) had failed while monitoring patients. Then after doing some troubleshooting both displays failed. No patient harm was reported. Device has not been returned yet. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information. Cns was monitoring telemetry transmitters and bedside monitors but no model or serial numbers were provided.

Event description:
The biomedical engineer reported that the one of the dual displays on the central nurse's station (cns) had failed while monitoring patients. No patient harm was reported.